Event description:
Poly surface will not properly seat on the tibial tray. Surgeon believes poly articular surface is defective. The tibial tray was removed because same size poly surface was not available. Tibial was recut for smaller tray and surface. Surgery was prolonged 1 -1 1/2 - 2 hrs.